Event description:
Subcutaneous self-filled remodulin pt via a remunitypro pump: patient began using (B)(6) 2026. Per (B)(6) hospital pharmacist, pt is admitted due to a dislodged pump and short arrest. Date of admission, length of stay, or date of discharge is unknown as it was not provided. Winrevair maintenance dose shipped (B)(6) 2026. No additional information, dates, or details provided. Diagnosis for use: pulmonary arterial hypertension.